Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to be alarming (red light). Unit turns on and off by itself. This was due to the sieve beds being contaminated which led to the malfunction.